Manufacturer narrative:
Block b3: exact date unknown, event occurred in two years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7082588/7082404.

Event description:
It was reported that the patient was not getting enough pain relief despite reprogramming attempts. The patient underwent an explant procedure wherein spinal cord stimulation (scs) was removed. The explanted device was retained and will not be return.